Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.